Event description:
In this event it is reported that suresmile retainer caused cutting and irritation to patient's mouth. Additional information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: DHR evaluation: we reviewed the DHR for this (B)(6) / patient ID# (B)(6) / practice ID# (B)(6), qty. (B)(4) items assy-500011 (aligners), qty. (B)(4) items assy-500010 (templates), was packaged by the third shift by auto bag and box operation on april 17, 2024, manufacturing supercell 2, equipment pua-04. The sales order was inspected and met with the acceptance criteria provided by qa. Failure mode - sharp edges. Root cause - no defect during the manufacturing process. Conclusion code - no failure found.